Manufacturer narrative:
The co2mpact endoscopic insufflator is used to provide co2 as a distention media in the gastrointestinal tract when used in conjunction with a gastrointestinal endoscope. The rate of flow of co2 during the procedure is set by the user. In addition, the user controls co2 output by depressing or releasing the air/water valve on the endoscope. The perforation occurred during use of an electrosurgical cutting device to separate esophageal tissue layers during a poem procedure. The poem procedure also included the use of co2 insufflation, and the use of a distal attachment device. The distal attachment device is a transparent ring placed on the distal tip of the endoscope to facilitate observation of tissue during endoscopic procedures. Us endoscopy is not the manufacturer of the distal attachment device or the electrosurgical cutting device. Through investigation into this event, us endoscopy learned that the distal attachment device was modified by the user prior to use in the procedure. There was no report of a malfunction of the co2mpact device. No malfunction of device reported.

Event description:
The user facility reported an esophageal perforation occurred during a peroral endoscopic myotomy (poem) procedure, which involved tunneling between layers of esophageal tissue. Clips were applied to the perforation and the patient was further treated in laparoscopic surgery.